Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not fully deploy as intended during activation.